Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 1999. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction regulator was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was not able to perform adequate fluid suctioning. There was no report of patient involvement.